Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the pulmonary vein, nrg transseptal needle was selected for use. During procedure, the device failure to cross septum. Radio frequency was noted to be given, the bmc rf generator was confirmed to be in ready mode, and while power was present, the unit failed to perform a puncture despite three (3) attempts. No error code was displayed during energization. The characteristic sound of activation (rf) was heard, indicating the generator was functioning to some extent, but no successful puncture occurred. The connection cable was not replaced, and a non-bsc device was ultimately used to complete the procedure. Procedure was completed successfully using a non-bsc device, no patient complications has occurred. Product is not expected to return as it was discarded in the facility.

Event description:
It was reported that during pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the pulmonary vein, nrg transseptal needle was selected for use. During procedure, the device failure to cross septum. Radio frequency was noted to be given, the bmc rf generator was confirmed to be in ready mode, and while power was present, the unit failed to perform a puncture despite three (3) attempts. No error code was displayed during energization. The characteristic sound of activation (rf) was heard, indicating the generator was functioning to some extent, but no successful puncture occurred. The connection cable was not replaced, and a non-bsc device was ultimately used to complete the procedure. Procedure was completed successfully using a non-bsc device, no patient complications has occurred. Product is not expected to return as it was discarded in the facility. It was further reported that a non-boston scientific fukuda needle was used to complete the case. No anatomical challenges were noted during the procedure. Septal tenting was confirmed prior to rf energy delivery. The needle was not manually reshaped before the procedure, and no resistance was encountered while advancing it through the sheath and dilator.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the update field describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.